Manufacturer narrative:
Initial.

Event description:
It was reported that after starting ilet therapy, the patient experienced persistent hyperglycemia with continuous glucose monitor (cgm) readings up to 315 mg/dl and rising, and a high glucose alert occurred; a missed or unrecorded meal announcement was suspected, and there was concern that insulin delivery to the patient might have been compromised prior to a full infusion set and supply change. Symptoms included hyperglycemia. Outcomes included continued monitoring and a downward glucose trend to approximately 240 mg/dl after the supply change and ongoing automated corrections, without hospitalization. Investigation included review of system alerts and alarm history. Investigation of this case revealed that the absence of a recorded meal announcement likely contributed to hyperglycemia and that a potential infusion set or delivery issue could have impeded insulin reaching the patient prior to the supply change; no device alerts indicated a system malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors including missed meal announcement and possible infusion set issue were the most probable causes.